Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call with issues with insulin delivery due to possible air bubbles and a high blood glucose level 500 mg/dl. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.